Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure, a farawave catheter was selected for use. During the procedure, the non-boston scientific guidewire was being manipulated in the catheter, and the fellow felt resistance. The physician then tried to free the guidewire via advancement, but the physician could not free the guidewire as it was positioned deep inside the vein. The physician then gave nitrogen to dilate the vein, tried to retract the whole system, and then removed the devices with some tissue entrapped in the device. The catheter was replaced with a new catheter to complete the procedure successfully. The patient was stable with no evidence of tamponade. No further patient complications were reported. The device is expected to be returned.

Event description:
During a pulsed field ablation procedure, a farawave catheter was selected for use. During the procedure, the non-boston scientific guidewire was being manipulated in the catheter, and the fellow felt resistance. The physician then tried to free the guidewire via advancement, but the physician could not free the guidewire as it was positioned deep inside the vein. The physician then gave nitrogen to dilate the vein, tried to retract the whole system, and then removed the devices with some tissue entrapped in the device. The catheter was replaced with a new catheter to complete the procedure successfully. The patient was stable with no evidence of tamponade. No further patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
B2: outcomes attrib to adv event- corrected to include the outcome of event. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. The catheter returned without a guidewire inserted and no tissue was seen. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. The reported stuck guidewire allegation was not confirmed via analysis. However, the reported tissue damage is confirmed based on a photo provided as tissue was observed to be stuck within the tip of the catheter in the photo. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During a pulsed field ablation procedure, a farawave catheter was selected for use. During the procedure, the non-boston scientific guidewire was being manipulated in the catheter, and the fellow felt resistance. The physician then tried to free the guidewire via advancement, but the physician could not free the guidewire as it was positioned deep inside the vein. The physician then gave nitrogen to dilate the vein, tried to retract the whole system, and then removed the devices with some tissue entrapped in the device. The catheter was replaced with a new catheter to complete the procedure successfully. The patient was stable with no evidence of tamponade. No further patient complications were reported. The device was returned for analysis. It was further confirmed that no patient complications occurred.

Manufacturer narrative:
Media analysis: the reported allegation is confirmed based on a photo provided. Tissue was stuck within the tip of the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure, a farawave catheter was selected for use. During the procedure, the non-boston scientific guidewire was being manipulated in the catheter, and the fellow felt resistance. The physician then tried to free the guidewire via advancement, but the physician could not free the guidewire as it was positioned deep inside the vein. The physician then gave nitrogen to dilate the vein, tried to retract the whole system, and then removed the devices with some tissue entrapped in the device. The catheter was replaced with a new catheter to complete the procedure successfully. The patient was stable with no evidence of tamponade. No further patient complications were reported. The device was not returned for analysis. It was further confirmed that no patient complications occurred.

Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure, a farawave catheter was selected for use. During the procedure, the non-boston scientific guidewire was being manipulated in the catheter, and the fellow felt resistance. The physician then tried to free the guidewire via advancement, but the physician could not free the guidewire as it was positioned deep inside the vein. The physician then gave nitrogen to dilate the vein, tried to retract the whole system, and then removed the devices with some tissue entrapped in the device. The catheter was replaced with a new catheter to complete the procedure successfully. The patient was stable with no evidence of tamponade. No further patient complications were reported. The device is expected to be returned. It was further confirmed that no patient complications occurred.